Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device may have been exposed to insect (bed bugs) contamination. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to request the decontamination procedures for insect contamination. There was no product malfunction. The remote service engineer (rse) provided the customer with the approved decontamination procedures per v60 guides, which the customer acknowledged.